Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a ac inlet connector was observed to be damaged. The device's ac inlet connector was replaced to address the issue.